Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Vent summary: it is reported, that during a surgery on (B)(6) 2017 the impactor disconnected from the implant and had to be reconnected. When removing the instrument from the implant, a titanium splint was found on the shell pole. The surgery was completed with another shell. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: - visual examination: allofit alloclassic, shell with polar screw plug, uncemented, 54/jj was received for the investigation. The shell shows signs of usage. The screw thread of the shell is significantly damaged. Inside the shell multiple scratches and a polished area are visible. A detailed visual examination reveals that the ¿beginning¿ of the thread within the shell is deformed and the ¿end¿ of the thread outside the shell appears without deformations. - functional test of the shell with an impactor is not possible as the thread of the shell is damaged. Review of product documentation: - inspection plan of the device: -characteristic feature ¿screw thread m8 x 1¿ with scope of inspection: visual inspection aql 0.85, qualitative inspection aql 1.0, automated inspection 2.5. - the correct implantation of the device is explained in the surgical technique for allofit/allofit-s alloclassic acetabular cup system.. Root cause analysis: root cause determination using dfmea. -damage of the shell (cause: impaction during implantation or revision) due to high load due to impaction during the primary implantation or revision - possible: the thread can be damaged by a high load during impaction. -difficulties to assemble components due to high load due to impaction during the primary implantation or revision leading to damage of the screw thread of the shell - possible: the thread can be damaged by a high load during impaction. Conclusion summary: according to the complaint, after the shell is located with the help of the positioning instrument, a disconnection between them happened. Subsequently, another depth control was performed and the instrument was screwed in. When the instrument was removed a titanium splinter was found on the pole. The metallic shell was received without any splinter. The visual investigation showed that the screw thread is significantly damaged. It is highly possible that due to a an incorrect mounting procedure the threads could be damaged as in this case. Most probable explanation of this situation is that shell impactor was hit without being properly screwed in the thread. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device for investigation on february 15, 2017. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that during a surgery on (B)(6) 2017 the allofit alloclassic, shell with polar screw plug, uncemented, 54/jj was positioned and fixed with the positioning instrument. A disconnection of the instrument occured and so another depth control was performed. Then the instrument was screwed in again looked up and when the instrument was removed a titanium splint was found on the pole. The surgery was completed with another shell. Additional information has been requested and is currently not available.